Event description:
It was reported that there was an out of range shock impedance ( less than 25 ohms) measurement on home monitoring. Sensing and pacing impedance are stable and in-range per hm. No noise was noted on transmitted recordings. Lead to be evaluated further and remains implanted. No adverse patient events were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.